Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general), abnormal/ heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced weight increased ("weight gain "). In november 2011, the patient experienced dysmenorrhoea ("abnormal menstruation pain"). On (B)(6) 2014, 3 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In march 2016, the patient experienced abdominal pain lower ("abdominal cramping") and back pain ("back pain"). In may 2016, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") with mood swings, abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), polymenorrhoea ("frequent periods"), menorrhagia ("heavy periods/prolonged abnormal menses"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2016 supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, pain in extremity and polymenorrhoea had not resolved, the genital haemorrhage and menorrhagia had resolved, the abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia and back pain was resolving and the fatigue, vaginal discharge, weight increased, endometriosis and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, polymenorrhoea, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: consumer is still discussing with her healthcare providers on the options of removal diagnostic results: on (B)(6) 2010, she had hysterosalpingogrm done which showed complete occlusion of the fallopian lubes bilaterally resulting from essure micro-insert placement. No evidence of endometrial filling defect identified. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain ,back pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, outcome for the events dysmenorrhoea, abdominal pain lower, back pain and dyspareunia updated to recovering / resolving and for event genital haemorrhage, menorrhagia updated to recovered / resolved. On (B)(6) 2018: pfs received: date for essure confirmation test updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general), abnormal/ heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2014, 3 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("abnormal menstruation pain"), abdominal pain lower ("abdominal cramping") and back pain ("back pain"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy periods/prolonged abnormal menses"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse"). In 2016, the patient experienced endometriosis ("endometriosis") and menstrual disorder ("blood clots"). On an unknown date, the patient experienced depression ("depression") with mood swings, pain in extremity ("leg pain"), polymenorrhoea ("frequent periods") and weight decreased ("weight loss"). The patient was treated with vicodin, vicodin (norco), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), ibuprofen (motrin), ibuprofen, antibiotics, drospirenone + ethinylestradiol (yasmin) and surgery ((B)(6) 2016 supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, pain in extremity and polymenorrhoea had not resolved, the genital haemorrhage and menorrhagia had resolved, the abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia and back pain was resolving and the fatigue, vaginal discharge, weight increased, endometriosis, weight decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, polymenorrhoea, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: consumer is still discussing with her healthcare providers on the options of removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: complete occlusion of the fallopian lubes bilateria ultrasound scan vagina - in (B)(6) 2010: good results. On (B)(6) 2010, she had hysterosalpingogram done which showed complete occlusion of the fallopian lubes bilaterally resulting from essure micro-insert placement. No evidence of endometrial filling defect identified. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain, back pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event blood clots were added. Lab data, height, weight and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced weight increased ("weight gain "). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormal menstruation pain"). On (B)(6) 2014, 3 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain lower ("abdominal cramping") and back pain ("back pain"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") with mood swings, abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), polymenorrhoea ("frequent periods"), menorrhagia ("heavy periods/prolonged abnormal menses"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2016 supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, abdominal pain, pain in extremity, polymenorrhoea and menorrhagia had not resolved and the genital haemorrhage, fatigue, vaginal discharge, weight increased, endometriosis, dysmenorrhoea, abdominal pain lower, dyspareunia, back pain and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, polymenorrhoea, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: consumer is still discussing with her healthcare providers on the options of removal. Diagnostic results: on (B)(6) 2011, she had hysterosalpingogram done which showed complete occlusion of the fallopian lubes bilaterally resulting from essure micro-insert placement. No evidence of endometrial filling defect identified. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain ,back pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event weight gain / loss, endometriosis, abnormal menstruation pain, abdominal cramping, pain during intercourse, back pain added,reporter added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.